Event description:
A malfunction on the pump was reported by the caller, which occurred after the pump got wet in a rainstorm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the replacement of the pump and ensured the customer had a backup therapy using mdi to maintain insulin delivery. The customer was guided on how to store the malfunctioning pump and return it using a pre-paid label. A replacement pump was sent and instructions were provided for its setup upon receipt.